Event description:
It was reported that the sv300a ventilators exhalation valve was sticking intermittently, after ventilator has been operating for approximately 8 hours in prvc mode. No information about patient involvement is provided. It was reported that there were no patient injuries. This product complaint was generated from service report screening.